Event description:
It was reported an error message occurs when booting up the programmer. The same error occurred after rebooting attempts. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, an error occurred while booting up the programmer. This error was caused by a faulty link electronic module (lem) board.